Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a 23mm sapien 3 valve, implanted in the mitral position for 9 months, is failing due to stenosis. The patient is symptomatic with shortness of breath (sob), fatigue, and lower extremity (le) edema. The plan is for the patient to undergo an open surgical procedure. Per the vcc, the procedure has not been scheduled as of yet. They are planning on repeating a r/lhc/tee prior to surgery.